Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to perform several corrective actions to resolve the occlusion alarm. Eventually, the bolus was completed successfully, and the customer was advised to replace supplies as necessary and resume insulin therapy.